Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 240 mg/dl at time of incident and current blood glucose was 477 mg/dl. Customer treated with insulin pump also stated that insulin pump had possible under delivery alarm. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
No device problem found. The insulin pump passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).